Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was for probably about 2 weeks the pts implant was no longer charging, pt was not receiving any messages but when they attempt to charge the implant the controller battery gets all of the energy sucked out. When attempting to charge the implant pt will go to a screen where they can check the best quality (ps understood passive recharge mode), when pt does not touch the rtm the numbers are 0 but when they hold the recharger the numbers move up but once they let go again the numbers go to 0. Pt noted the recharger (rtm) cord that goes into the antenna got hot. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen due to it being stuck on passive recharge mode with zero's. Also, there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.